Event description:
It was reported that "patient states she has had a nerve conduction study test recently and was told she has permanent damage, neuropathy and foot drop on the rle. Patient was informed her customer concern response letter was mailed today. She has no further concerns at this time."

Manufacturer narrative:
(B)(4). The device catalog number is unknown; therefore, UDI is unavailable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary ==> the device associated with this report was not returned to depuy synthes for evaluation. Trough follow up it is now understood there is no allegation associated with this product malfunction. No visible damage or anything indicative of a device nonconformance was found during the investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the investigation was not able to retrieve the required lot code. Added: a3, d10 concomitant.